Event description:
According to the customer, the dl2000 reported an incorrect total hcg test result. The chemistry analyzer that was connected to the dl2000 generated a total hcg result of >1000miu/ml. This result was sent to and received by the dl2000. However, when the dl2000 sent the result to the host, the dl2000 did not send the greater than symbol (>). Instead, a total hcg result of 1000miu/ml was reported to the hosp. The erroneous result was reported out of the laboratory. According to the customer, the erroneous result affected the treatment given to the pt.